Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the cardiac monitor was showing false pause episodes due to signal dropout and undersensing. The patient was asymptomatic. No intervention was performed.